Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a malfunction alarm. The customer's blood glucose level was 90 mg/dl. Reportedly, the customer reset the pump, changed out all supplies, and was able to resume insulin delivery.